Event description:
Information was received from a consumer regarding a patient receiving a medication via an implanted pump. Per the patient, they had ¿morphine, last time I knew - I don't know which one or which kind or which grade.' The indication for pump use was non-malignant pain. The patient reported that 'about 2 months ago, maybe longer, I don't know' they received their handset and communicator, and they had to do it (connect) a couple times before it goes ahead and says they can get their bolus. The patient inquired if this was normal. The patient clarified that the percentage gets to 90% very quickly and then there is a delay before getting to 100%. Then, the percentage would delay at 90% again after tapping 'deliver bolus.' The patient stated their wife rubbed the communicator around the pump implanted in their back to try to assist the telemetry delay. The patient stated that they had noticed this since they got it 'I think a couple months ago, maybe a little longer, I'm not sure.' The agent reviewed considerations and redirected the patient to their healthcare provider. While on the call, the patient was already connected to the myptm app and mentioned that they had one bolus left for the day, but they weren't using it because they couldn't get it connected earlier, as it was hard to connect when the pump was in their back and their wife had to leave early today, so they weren't able to get any help.

Manufacturer narrative:
Continuation of d10: product ID a820serial# unknown product type software product ID tm90t0 serial# (B)(6) product type accessory product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.